Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, compromised immune resistance, psychological disorder, drug or alcohol abuse, xerostomia, smoker, periodontal disease, bone resorption, pain, mobility (B)(6) are same patient).